Manufacturer narrative:
(B)(4). Investigation summary: fmea analysis: according to the visual analysis of the sample photo, it can be seen that the catheter is transfixed, so the fmea was analyzed: (B)(4), was performed: process step: chassis 2; function of the process stage: placement of the catheter in the cannon; potential failure mode: 2-needle punctures the catheter; possible cause of failure: incorrect air blowing; potential failure effect: customer complaint. Detection: 1. At this time, no changes to the fmea will be necessary and the defect will be monitored according to the qda meeting. Unplanned maintenance: the corrective maintenance history during the manufacturing period of the assembly lot involved in this claim was evaluated and no records related to this defect that could clearly lead to the claimed defect were verified. An analysis of the batch history of the device has been completed for the subsets 008664bjf, batch 8245502 manufactured from 3-september-2018 to 28-september-2018 on the acam03 machine used in the claimed batch # 8270883. This batch was revised with respect to the ¿damaged component¿, ¿leak¿ tests and no records were found that could lead to the claimed defect. Qn / ncmr review: there is no quality notification (qn) or non-conformity report for "damaged component", "leak" or anything that could lead to this claim. Investigation conclusion: not confirmed: bd cannot confirm the customer's claim for the claimed defect. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of adapter/connector defective/damaged with lot #8270883, regarding item #381137. Root cause description: based on the results of the investigation to date, it has not been possible to determine a root cause for the claimed defect. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the connection between the bd angiocath¿ IV catheter needle and handle ruptured during use, causing arterial leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 10:48 on june 22th, the responsible nurse found that it appeared rupture of the connection between the needle handle and the needle for many times during the use, it was caused arterial leakage."